Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse ran a compressor output test, pim leak test and compressor performance and regulator calibrations and could not duplicate the issue. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an iabp catheter restrictions alarm. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an iabp catheter restrictions alarm. There was no patient involvement, and no adverse event reported.